Event description:
A (B)(6) female patient contacted zoll customer support to report multiple service code 204 messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause for the service code 204 is due to multiple component failures. Upon evaluation it was discovered that capacitor c2 and capacitor c5 and u1 had failed in ECG nodes a and b. In addition, belt node pca components q702 (npn small signal transistor) and u726 (voltage reference) in the distribution node had also failed. The root cause for the component failures cannot be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.